Event description:
The blood center, program utilizes the axp bag set for the processing of cord blood units. The following problems have been experienced upon receipt of a new current lot of this device. While its inside diameter remains the same, the tubing connecting the dmso sterilizing filter -0.2um- with the freezing bag is thicker and more rigid than in previous lots. The clamps provided with the set remain unchanged and, when used with the new tubing, in some cases permit a backflow indicative of an open system. This may result in the mixing of plasma or cells in the wrong place. The manufacturer did not communicate these changes in composition/design and thus the modified device could not be validated prior to use. Furthermore, in two examples of the new set, the dmso filter's joint piece separated from the thicker, more rigid tubing. There did not appear to be any adhesive or tension pressure and the plastic sleeve can be slipped on/off the filter joint piece without difficulty. Other bag sets from this lot have not exhibited this problem thus far. The label applied by the manufacturer to the main -processing/plasma-bag does not aggressively adhere to the bag and may slip and come off. The manufacturer was advised of this same problem in previous lots, but it continues to be apparent. The in-line filters included with the set to ensure sterility of the dmso reagent should be inscribed with the porosity index of 0.2um. Some of the filters in the new lot are marked "0. Um" and are thus missing a complete entry for the porosity index.